Event description:
It was reported to philips that the ECG malfunctions. The field service engineer (fse) evaluated the device and found no problems. Resolution : I capture ECG 12 leads with no issues. I ran op check device passed all checks diagnostic performed by engineer : I was not able to duplicate this issue.

Event description:
It was reported to philips that the ECG malfunctioned. There was no patient involvement.